Event description:
Pt has used 5 different disentronic insulin pumps this year, as they keep on failing. The normal failure is caused by occlusion of the tubing inside the unit. There is no problem with the disentronic replacing the bad pumps. The problem is that so many pumps have failed this year. Pt has not suffered any adverse reaction, as the alarm goes off to alert them to pump problems. The disetronic technical assistance center told pt and spouse that the problem is the cartridge used in the pumps. The cartridge is made by eli lilly. It is humalog insulin. Pt is now using a loaner pump.